Manufacturer narrative:
The MFR's service representative performed an on-site investigation. The cpu battery was replaced and the cpu was reconfigured. The system operates as intended.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.